Event description:
It was reported to boston scientific corporation that a nephromax balloon dilatation catheter was used during a percutaneous nephrolithotomy procedure in august 2011. The patient age was reported to be over 18 years. According to the complainant, while the balloon was being inflated inside the patient, the distal tip of the balloon catheter kinked. The leveen inflator included with the balloon kit was used for inflation. The kink made it difficult to advance the access sheath over the balloon to maintain dilatation and the physician was unable to successfully pass the sheath over the balloon. No defects were noted to the balloon catheter when it was removed from the package. The balloon was removed from the patient. The physician completed the procedure with another nephromax balloon and the patient's condition at the conclusion of the procedure was reported to be "stable."